Manufacturer narrative:
Insulin pump was received in with a cracked end cap. A cracked reservoir tube lip, cracked battery tube threads and scratched display window was also noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump is cracked but the drive support cap and the battery compartment. Customer was advised to discontinue use of the insulin pump and to revert to a back up plan. The blood glucose reading was 348 mg/dl. No further information was reported.